Manufacturer narrative:
The lot number for the device was provided and a lot history review will be performed. The sample was returned for evaluation and the detachment and material deformation were identified. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced detachment of device and material deformation. This information was received from a single source. This malfunction involved a patient with no patient injury. The male patient is 74 years old, who's weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was returned for evaluation. Marker band detachment of the dilator and buckled material were confirmed for the device. A root cause has not been determined. The device was labeled for single use. H10: g4. H11: g1 ;b5 ;h6(device code). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced detachment of device and buckled material. This information was received from a single source. This malfunction involved a patient with no patient injury. The male patient is 74 years old, who's weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review will be performed. The sample was returned for evaluation and the detachment, material deformation, and buckled material were identified. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced detachment of device and material deformation and buckled material. This information was received from a single source. This malfunction involved a patient with no patient injury. The male patient is 74 years old, who's weight was not provided.